Event description:
The customer contact reported breakage of the tip of the device. It was reported that the catheter was being used for laser ablation of the prostate per research protocol. The customer contact reported that prior to insertion of the device, the needle inside the device was removed and replaced with an MRI (magnetic resonance imaging) compatible titanium needle. The catheter with the replacement needle was then inserted into the perineum towards the prostate. After an unspecified length of time, it was reported that the positioning of the device was unsatisfactory and the device was pulled back. No specific details were provided. At this time, the physician noted that a couple centimeters of the distal portion of the catheter was missing and remained inside the pt. No further ablation was performed. On an unspecified date, the pt underwent a procedure for subcutaneous fat removal to remove the fragment. During a visual examination of the catheter at the user facility, the customer contact reported that the tip of the catheter had a clean but irregular cut. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified one possible lot number (plots). The possible lot number is 01205ky. Sealed devices from lot#01205ky were evaluated. The devices passed testing. During the investigation, the cause of the broken catheter tip was due to product misuse by the end user who did not use the device according to the product label. This report represents all the info known by the reporter upon query by hospira personnel.